Event description:
It was reported that the device was in hardware reset. The device could not be interrogated. The patient complained about a shock that didn't feel like a hv-therapy-shock she received some time before. The device was explanted.

Manufacturer narrative:
Na

Manufacturer narrative:
The reason for the return was confirmed. The device was in hardware bvvi when it was received. The device went into hardware bvvi in 2009, during a high voltage therapy delivery. It is believed that the rv lead arced to the ICD can and shorted the high voltage output circuitry of the device. The device's low voltage functions were tested and the device met all specifications.